Manufacturer narrative:
The insulin pump was received with constant unexpected restart alarm due to faulty b1 on the mother board. All buttons functioning properly however corroded keypad traces noted during visual inspection. No scrolling numbers noted. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 274 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.